Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult ventilator circuit with evaqua technology was found to have a crack in the collar of the expiratory tube connector. There was no patient harm reported.

Manufacturer narrative:
(B)(6). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d4: UDI details updated. Section h11: method: the subject rt380 adult ventilator circuit was returned to fisher & paykel (f&p) healthcare new zealand where it was visually inspected and analysed. Results: visual inspection of the returned device confirmed a crack in the collar of the expiratory tube. Further analysis confirmed multiple areas of mechanical damage and deformation due to crushing. Conclusion: the observed crack in the collar of the expiratory limb is due to an external mechanical force. The deformation indicates that the collar was crushed by a hard object. We are unable to confirm the source of the external mechanical force. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the circuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Manufacturer narrative:
(B)(4). The subject rt380 adult ventilator circuit dual heated with evaqua technology has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt380 adult ventilator circuit with evaqua technology was found to have a crack in the collar of the expiratory tube connector. There was no patient harm reported.